Event description:
The manufacturer became aware of an allegation from an end user, while using the philips CPAP device the charger started smoking. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.